Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008: product type catheter; product ID 8578, lot# n084002. (B)(4).

Event description:
It was reported that a seroma occurred. In addition, the healthcare provider aspirated crystals/slush and "red cells" through the catheter access port (cap). The cap had always been flushed after use and no volume discrepancies were noted. The physician was to send the crystal "sludge" for analysis. However, approximately a year later and no specimen was ever received. It was further reported that at the time the "crystals" were aspirated through the cap the drug was forced through the cap/catheter which caused the patient to become "numb" from the neck down "for many hours." However, the physician reported he never received any answers as to what or why it occurred at that time. The physician stated he lost the returned product and never did any follow-up. The drugs were supplied through another company. This pump system delivered morphine and bupivacaine/marcaine.

Manufacturer narrative:
(B)(4).